Event description:
It was reported that the incident occurred in the cath lab. The intra-aortic balloon (iab) was prepped and the super arrow-flex (saf) sheath was inserted into the pts' femoral artery. The md could not advance the iab through the saf sheath and therefore removed the iab and the saf sheath as one unit. Another iab was prepped and a teflon sheath was inserted over the same spring wire guide (swg). The md was able to insert the second iab without difficulties. The delay in therapy was "minutes, delay was not significant." There were no noted pt complications and the pt outcome is listed as "good, no injury."

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.